Event description:
The facility reported an infusion pump with a failure code 810:11. This event occurred during patient infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 15, 2007. Evaluation summary: evaluation was performed and the reported condition of failure code 810:11 was confirmed in the event history. Inspection of the pump revealed out of calibration on air in line sensor (ail) caused the failure code 810:11. Recalibrated the air in line sensor (ail). The pump was tested for proper operation and pump found to function properly.